Manufacturer narrative:
(B)(4). The customer reported that the unit unexpectedly shut down while monitoring a pt. There was no report of pt impact. The unit was evaluated by the philips. The symptom could not be duplicated and the device passed all testing, therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction.

Event description:
The customer reported that the unit unexpectedly shut down while monitoring a pt. There was no report of pt impact.